Manufacturer narrative:
(B)(4) for the reported event of hole in device packaging. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices involved in the same event. Manufacturer report # 3005099803-2014-02107 and manufacturer report # 3005099803-2014-02108 reference these devices. It was reported to boston scientific corporation that upon receipt of a cre balloon, there were some holes noted in the pouch. There was no patient or procedure involved in this event.

Event description:
Note: this report pertains to one of two devices involved in the same event. Manufacturer report # 3005099803-2014-02107 and manufacturer report # 3005099803-2014-02108 reference these devices. It was reported to boston scientific corporation that upon receipt of a cre balloon, there were some holes noted in the pouch. There was no patient or procedure involved in this event.

Manufacturer narrative:
Initial visual inspection of the device revealed no holes in the packaging; however, there were many dents that could be seen on the pouch. The pouch was then inspected under magnification and a pinhole was found. The seal of the pouch was found to be intact and there were no other defects noted. The reported defect of hole in package was confirmed. The most probable root cause of this event is handling damage, it is most likely that the pouch was damaged by handling of the pouch during shipping or unpacking. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.